Event description:
It was reported that balloon rupture occurred. The target lesion was located below-the-knee(btk). A 2.0mm x 80mm x 150cm coyote¿ balloon catheter was advanced to dilate the target lesion. On the first inflation at 3 atmospheres, the balloon inflated well. However, on the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The patient's vessel was not injured and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).